Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the prior implants were densely adhesed and were removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. No additional information was provided. Other procedures are captured in separate files.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.